Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a primary bha was performed on (B)(6) 2025. On (B)(6) 2025, the joint was dislocated due to a fall, and surgery was performed. The stem was preserved, and the rest was replaced. On (B)(6) 2025, hip pain occurred, and an x-ray was performed, which showed a dislocation. On (B)(6) 2025, surgery was performed, the stem was preserved, and the rest was replaced. At that time, the g26 bipolar cup was dislocated. The patient was elderly and had dementia, and the first revision was due to a fall, so the doctor did not think it was necessary to request an investigation. This time, the g26 bipolar cup was dislocated just because the patient was sleeping in bed, so the doctor requested an investigation to see if there was a problem with the locking mechanism. (B)(4).